Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the cassette for the tubing cadd machine was leaking. The event occurred while in use with patient. There was no patient harm.

Manufacturer narrative:
Received one device. Visual inspection found no damage. In order to replicate clinical use, the admin set was spiked into a saline bag. The admin set was then installed onto a cadd-solis 2110 pump and 10ml of priming was performed. The priming was unsuccessful, and a leak was observed at the bottom of the cassette housing. Upon closer inspection, a tear was observed on the cassette tubing by the green latch mechanism. A dimensional analysis was conducted on the tubing that resides within the cassette housing and that holds the green latch in place. The tubing meets product specifications. The complaint of leakage can be confirmed. The probable cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.